Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Also was involved tgu404015/14222568, (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion. Please note, that medwatch# 2017233-2019-00135 was emailed to FDA to cover the dissection.

Event description:
On (B)(6) 2016, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a thoracoabdominal aortic aneurysm. The devices were placed in the distal descending thoracic aorta. Patient tolerated the procedure. Reportedly, the pre-treatment computed tomography angiography (cta) showed that the maximum diameter of the aortic aneurysm/lesion was 65mm. From (B)(6) 2016 to (B)(6) 2017, the aneurysm diameter decreased in size from 59mm to 43mm. However, on (B)(6) 2018, the follow up cta showed that the maximum diameter of the aortic aneurysm/lesion was 48.6mm. On (B)(6) 2019, the follow up cta showed that the maximum diameter of the aortic aneurysm/lesion was 43mm. Additionally, the aortic and left iliac dissection was identified. Reportedly, the endovascular treatment and an open procedure were not possible due to the significant risk of morbidity and mortality. The physician is monitoring the patient.